Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle fell off suture into patient cavity. The dr was not able to retrieve, plans to do another surgery to try and retrieve. There was a delay over 30 mins. The delay did not affect the patient. There was no unanticipated tissue loss. There was no tissue damage. X rays were performed. The product will not be returned.